Manufacturer narrative:
Date of birth = (B)(6) 1947, patient weight = (B)(6). (B)(4). Additional devices implanted and/or related to this event: tg3715/05941681. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2008, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2008, the aneurysm measured 56.2mm. Follow up dates and aneurysm measurement: (B)(6) 2009, 65mm, (B)(6) 2009, 61mm, (B)(6) 2010, 49mm, (B)(6) 2011, 48mm, (B)(6) 2012, 47.5mm, (B)(6) 2013, 48mm. It is unknown why the aneurysm sac enlarged and there has been no reported reintervention.